Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient inserted a new sensor on (B)(6) 2025 and stated that the cgm readings never went up from 62-65 mg/dl and continued overnight until (B)(6) 2025 around 5-6am. There were no fingerstick readings taken since the sensor was inserted. The patient called 911 (although no symptoms were reported). Emergency medical services advised the patient to replace the sensor when they were still at the patient's house and the patient was transported to the hospital. At the hospital, the patient's bg was 500 mg/dl and it is unknown what the cgm was displaying during that time (it was no confirmed if the patient did change the sensor prior to going to the hospital). The patient did not provide further event details regarding symptoms or treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.